Event description:
It was reported that during the implantation of this device the aneurysm ruptured. The coil was implanted. The patient required to have a ventriculostomy placed due to the ruptured aneurysm.

Manufacturer narrative:
Additional information from the user facility stated there was some slight resistance encountered, but all movements were slow and smooth. No anomalies were noted to the coil prior to use.

Event description:
It was reported that during the implantation of this device the aneurysm ruptured. The coil was implanted. The patient required to have a ventriculostomy placed due to the ruptured aneurysm.

Manufacturer narrative:
A ship history review identified two lots supplied to the user facility prior to the reported event. A device history record review on both of these lots confirmed that they met all material, assembly and performance specifications. The device was not returned for analysis. Additional information received stated that some resistance was encountered advancing the coil to the aneurysm but all movements were in a one-to-one motion. It was determined that operational context most likely contributed to the reported aneurysm rupture.